Event description:
On (B)(6) 2014, it was reported that an inferior cervical bone screw backed out of a one level, (c7-t1) acdf plate at t1. Revision occurred on (B)(6) 2014 to remove the plate and screws and placed another single level plate above at c6-c7. Patient is reportedly doing well post revision. Original surgery date was (B)(6) 2012.

Manufacturer narrative:
(B)(4). Radiograph confirmed the reported event. Returned devices were measured and met design requirements. Evaluation of the devices confirmed the devices were implanted and had minor wear. Review of the device history records notes no material non-conformances or manufacturing errors that they may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Patient activity at the time or prior to the event is unk. Patient's bone quality was unk. It is unk if the patient had a failure to fuse prior to the screw back out. The root cause of the issue remains unk. Review of labeling notes: warnings cautions and precautions: product labeling indicates"... Potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."